Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The investigation determined that the alert system was functioning properly and that the pump did not power down without an alert. The display failed and presented to the customer as completely blank. The customer misinterpreted the blank screen as the pump having powered off when it was in fact still properly delivering insulin. The display failed due to an imperfect hot bar soldering of the display flex cable during production.